Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse replaced the pipettor interface board and service loop. The fse replaced the transducer and ultrasonics board and aligned and adjusted the pipettor and ultrasonics. The fse verified system hardware with verification tests. All system test results conformed to the manufacturer's performance specifications. Pipettor interface board, ultrasonics board, service loop.

Event description:
The customer reported an erroneously low prostate-specific antigen (psa) result, for one patient, involving access 2 immunoassay system. Subsequent testing produced a higher result, above the normal reference interval. The erroneous result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.